Event description:
Patient on bipap. Bipap plugged in and died. Patient was quickly placed on o2 by nursing. Patient had no negative effects. Bipap was pulled from service and work order sent to clinical engineering clinical engineering discovered "24 volt power supply failure". Replacement part ordered.